Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnoses: c5-c6 pseudoarthrosis with left cervical radiculopathy. C6-7 spondylosis with left cervical radiculopathy. For which, patient underwent following procedures: removal of old plate c4 to c6.. Redo anterior cervical discectomy and fusion, c5-6 and c6-7 using 9mm and 8mm synthes biomechanical spacer and autograft harvested at same site. Placement of new plate from c5 to c7. Per op notes, a 9 mm synthes biomechanical spacer packed with autograft bmp protein and pledgets and this was tapped in place under distraction. Bmp protein and autograft were placed along the outside of the bone plug. Same procedure was carried out at c6-7. An 8 mm synthes spacer packed with autograft and dbx protein was tapped in place under distraction. This was also filled with a bmp pledget and bmp pledgets were placed along the outsider of the spacer. Patient tolerated the procedure well without any intraoperative complications. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.